Manufacturer narrative:
Information contained in this report was previously submitted through asr on 24-oct-2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: skin cancer.

Event description:
Patient reported being diagnosed with "non breast cancer skin cancer", not device related. Healthcare professional later reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one crack opening, fold creases and wear abrasion. Leak test and microscopic analysis was performed which identified one crack opening, partial delamination of valve wear abrasion and one opening striated. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. Partial delamination of valve assessed as adhesive failure. One opening striated in the side posterior assessed as surgical damage. Additional, changed, and/or corrected data: a2, b2, b5, b6, d9, g2, h3, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade 3.

Event description:
Healthcare professional later reported right side capsular contracture, baker grade 3.